Event description:
It was reported that the device was missing the energy select knob on the hard paddles. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part numbers for a replacement energy select knob and knob retainer. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.